Event description:
It was reported that shaft breaks occurred. During a regular case, a 3.00 x12mm emerge balloon was advanced to dilate the target lesion, but the shaft broke in two. The device was removed from the patient. A 3.50mm x 15mm nc emerge balloon was then introduced, but the same issue occurred, where the shaft broke in two. The procedure was completed and no patient complications were reported in relation to this event.

Event description:
It was reported that shaft breaks occurred. During a regular case, a 3.00 x12mm emerge balloon was advanced to dilate the target lesion, but the shaft broke in two. The device was removed from the patient. A 3.50mm x 15mm nc emerge balloon was then introduced, but the same issue occurred, where the shaft broke in two. The procedure was completed and no patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There were numerous severe hypotube kinks to the device. At 26.3cm from the strain relief the hypotube was separated. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. Product analysis confirmed the reported break as there was separation of the device. There were also numerous unreported kinks.